Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The drive wire disconnected from the handle. Hemostats were used to deploy the clip and the deployment device was removed. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the drive wire separate inside the handle. The complaint stated that the user used hemostats to deploy the clip so the proximal end of the drive wire was deformed. The handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. The drive wire was removed from the device, visually examined, and determined that the drive wire was manufactured correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Correction action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this correction action. Quality assurance will continue to monitor for complaints trends.